Manufacturer narrative:
The local area sales representative was contacted for additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock lead impedance measurements and the health care professional (hcp) planned to do a shock test. Technical services (ts) was consulted and indicated that this was likely due to calcification as this lead is from 2004. Ts recommended waiting until closer to generation change to perform test and programming changes at hcp's discretion. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock lead impedance measurements and the health care professional (hcp) planned to do a shock test. Technical services (ts) was consulted and indicated that this was likely due to calcification as this lead is from (B)(6) 2004. Ts recommended waiting until closer to generation change to perform test and programming changes at hcp's discretion. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that shock testing was performed and shock lead impedance measurements were within range. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock lead impedance measurements and the health care professional (hcp) planned to do a shock test. Technical services (ts) was consulted and indicated that this was likely due to calcification as this lead is from 2004. Ts recommended waiting until closer to generation change to perform test and programming changes at hcp's discretion. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that shock testing was performed and shock lead impedance measurements were within range. No adverse patient effects were reported. This rv lead remains in service. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.